Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a communication sled failure. The customer reported that the malfunction occurred when user trying to issue the medication to patient and there was no harm or delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by intermittent issues with the losing matrix and the tower doors. A field service engineer replaced the communication sled and configured to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.